Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a continu-flo solution set that had particulate matter inside of the set. According to the report, a nurse found a black piece of material inside the tubing (around 7mm long). The condition was identified upon taking the set out of the package before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.